Event description:
It was reported that a revision was performed for this implantable lead due to a nonspecific product performance anomaly. Additional information was limited. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.